Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported there was a patient death. The reported date of the patient death was (B)(6) 2013 at 0430 a.m. The cause of death was not known by the reporter. Very little information was known by the reporter, but it was thought that the patient had been fine until the evening prior to the death on (B)(6) 2013. The patient was "apparently having issues" and was sent to the hospital when, "very unexpectedly" he subsequently "coded twice". Upon coding the second time, the patient passed away. The reporter indicated that the patient death "was not believed to be device related". The reporter was in the process of making further inquiries with the healthcare provider (hcp) for further details. It was later reported that it was communicated from the healthcare provider (hcp) to the manufacturing representative that the death was not related to the device, and that the pump would not be returned to the manufacturer, as it was buried with the patient. There was no further information reported regarding the "issues" the patient had leading up to the coding event and passing away. The patient previously underwent a device revision which took place on (B)(6) 2013; (please see manufacturer report # 3004209178-2013-01015). The devices at the time of the patient's death, were those which were placed during the (B)(6) 2013 revision. The medication being delivered via the pump was baclofen. Additional information has been requested, but was not available as of the date of this report.